Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement time (ert), however, this device was only implanted for six years. A new device was placed. No additional adverse patient effects were reported. No further information has been obtained despite good faith efforts.